Manufacturer narrative:
B3: event date unknown. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that two cassettes did not work in either pump due to high pressure alarms, despite troubleshooting. The product fault did not occur while in use with the patient, did not cause or contribute to patient or clinical injury. Medwatch mw5160656 was received regarding the product fault.